Event description:
A malfunction alarm identified as malf 16 was reported, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty. The customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and informed the customer to put the pump in storage mode before returning it. Instructions for returning the problematic pump with a pre-paid label within ten days were also provided, and the customer acknowledged these instructions.